Event description:
During an unknown procedure, clip malformed at 3rd firing. Another device was used to complete the case. There were no adverse consequences to the pt. One device returning.

Manufacturer narrative:
Sent: 03/22/2006. Additional information: d2, 4, 10; g4, 5; h2, 3, 4, 6. Code 400: cracked/separated handles. Evaluation summary: the analysis results found that the device was received with the handles cracked and separated. The instrument was cycled, fed and fired 4 conforming clips. However, handles opened and could not perform further testing. No clip formation issues could be found.